Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the paddle of the video connector socket was loose which caused noise and image loss. Additionally, the video connector wear was attributed to repeated usage over a long period of time.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center also found the power switch needs to be upgraded to resolve the sticking problem. The receptacle board needs to be replaced. Excessive dust inside unit. Software upgrade recommended. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the device doesn't work with the 180 series scope at time and may have a bad output socket. The device was returned for repair. The olympus service center confirmed the reported event, the video connector socket is loose which is a reportable event. No patient or procedure involved when the reportable event was identified.